Event description:
During prepartion of a taxus express2-3.0x24mm drug eluting stent, it was noticed that the stent delivery system (sds) tip was damaged. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using another taxus express2- 3.0 x 24 mm drug eluting stent. Pt status is reported as "satisfactory/good". However, the returned product revealed that there was stent damage.